Event description:
The lead was capped due to fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic for follow-up; high impedance and an increase in threshold were observed. Data suggest a problem with the lead. X-ray was performed and patient was sent to the surgeon for a visit to discussed system change. To date, no additional information could be obtained.